Manufacturer narrative:
The reported hernia was assessed as a serious injury related to the use of the coolsculpting device. Coolsculpting treatments, as stated in the cs user manual, may cause new hernia formation or exacerbate pre-existing hernia, which may require surgical repair. Investigation is ongoing.

Event description:
A physician who is a coolsculpting provider and received coolsculpting treatment, developed a hernia following treatment. The physician reported that coolsculpting caused the hernia. She was treated on (B)(6) 2018 with one cycle of coolcore to the right upper abdomen. This is the exact location of the umbilical hernia. The patient began feeling pain when sleeping on the right side sometime in (B)(6) 2018. She went to the hospital in (B)(6) 2019 when the pain became constant. At that time, she was 27 weeks pregnant, so surgery could not be performed. She will have surgery after delivery and is now on partial bedrest. No pre-existing hernia was reported.